Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed safety valve test during pre-use check. The ventilator was investigated by our field service engineer on site and the inspiratory pipe was determined defective and replaced which solved the issue. The equipment was tested according to manufacturer and operational protocol successfully. The inspiratory pipe leads the gas from the connector muff to the inspiratory outlet. The pipe is provided with internal flanges with the purpose to improve mixing of o2 and air. No log files have been provided and the inspiratory pipe has not been returned for technical investigation. Therefore, the root cause to the reported failure has not been established in this investigation.

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. (B)(4).